Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery using a penumbra system 041 reperfusion catheter, 032 reperfusion catheter, 041 separator, and 032 separator. Prior to the procedure, 14,250,000 units of intravenous tissue plasminogen activator (IV t-pa) and urokinase (UK) were injected. Aspiration was successfully performed using a 041 reperfusion catheter, 032 reperfusion catheter, 041 separator, and 032 separator. The patient was then given 3,000 units of heparin by injection. Percutaneous transluminal angioplasty (pta) was then conducted. Four days later the patient developed a subarachnoid hemorrhage in the m2 and a pseudoaneurysm. Bypass and wrapping surgery was conducted. Approximately three weeks later, the patient recovered. Physician's comment: since pseudoaneurysm occurred in the occluded area, the event was likely associated with manipulation of the devices. The relation between the event and the penumbra system was not deniable.

Manufacturer narrative:
Conclusion code: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00559, 00561, and 00562. The hospital discarded the device.